Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered multiple boluses that were incorrect for the customer's needs. The customer's blood glucose (bg) level decreased to 40 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Customer consumed carbohydrates to attempt to address bg level and was then treated with intravenous fluids of insulin and saline in the hospital. Reportedly, the customer was released on september 19 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.